Manufacturer narrative:
Manufacturer's investigation conclusion: the report of slight elevations in pump power and flow can be confirmed based on the submitted log file. The log file contained approximately 35 days of data, spanning from (B)(6) 2019 10:53 to (B)(6) 2019 09:07, which captured several slight elevations in pump power and calculated flow. Pump power ranged from 4.9 watts to slight elevations as high as 7.1 watts, while pump flow ranged from 3.6 lpm to elevations as high as 7.6 lpm. Avg. Pi ranged from 4.5-7.5, respectively. A specific cause for the slight changes in pump parameters cannot be conclusively determined. The heartmate ii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also contains a section titled "pump flow", which outlines how pump flow is estimated based on pump power. Bleeding is listed in the heartmate ii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The section "anticoagulation" under "patient care and management" describes the use of anticoagulation therapies. Power changes are also addressed in the heartmate ii operating manual. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3 and d4: correction.

Manufacturer narrative:
Approximate age of device- 2 years, 10 months the results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient's hemoglobin level was low and received on unit of packed red blood cells.